Event description:
Healthcare professional reported "capsular contracture" unknown baker grade. This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a3a, a4, a6, b6, d4, g1, h4, h6.

Event description:
Healthcare professional reported "capsular contracture" unknown baker grade. This record is for the left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsular contracture" unknown baker grade. The reported event or events are physiological complications (capsular contracture grade unknown), and device analysis typically does not help allergan determine the cause.